Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The service engineer (se) inspected the device. The se adjusted the pressure relief valve and the unit passed all testing.

Event description:
It was reported that the ventilator failed the air delivery test. No patient involvement. Event date not specified, estimate used.